Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right ventricular (rv) lead, had triggered a red alert via remote patient monitoring. Review of device data revealed a high out-of-range shock impedance measurement greater than 200 ohms taken a clinic visit two days prior. It was also noted that tachy therapy was programmed off on the same day. This crt-d system remains in service, however the patient will be scheduled for lead revision. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.